Event description:
Boston scientific receive info that the patient had fallen approx. One month prior to the device interrogation. During the device check the patient noted that he had not been feeling well. Upon interrogation the right atrial lead exhibited high out of range impedance measurements of greater than 2000 ohms with noise and high threshold measurements of 5 volts at 0.2ms. These issues were reproducible in-clinic. A fracture is suspected. The physician plans to replace the lead. However, a revision procedure has not yet been scheduled. No add¿l measurements were provided and no adverse patient effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.